Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber part on the jaws kind of melted off through the cautery end. The procedure was completed using the same device. The hospital did not report any patient effects.

Manufacturer narrative:
H6 correction: device codes changed from melted, to thermal decomposition of device. Initial complaint number: (B)(4). The device was returned to the factory for evaluation on 04sep2020. An investigation was conducted on 11sep2020. A visual inspection of the photographic evidence was conducted and it also shows that the heater wire was heavily charred and the jaws looks burned . There were signs of clinical use on the jaws. Blood and heavily charred tissue was observed on the heater wire. There was blood observed on the harvesting handle. The jaws of the device looked burned and brownish in color. The heater wire was observed to be completely flexed away from the hot jaw, remaining attached at the base and the tip of the jaw. The silicone insulation on the cold jaw was observed to be slightly peeled but not detached, exposing the tip of the cold jaw. No visual defects were observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in the instructions for use. A temperature and resistance test was conducted to evaluate the device function based on the analyzed failure "material twisted/bent; wire". The resistance value was measured at 0.679 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the returned condition of the device and the evaluation results, the reported failure "thermal decomposition of device" was confirmed and analyzed failures "material twisted/bent; wire ", and "peeled; jaw" were also confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 rubber part on the jaws kind of melted off through the cautery end. The procedure was completed using the same device. The hospital did not report any patient effects.